Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that during right m1-2 bifurcation, saccular aneurysm procedure, subject flow diverting stent was successfully implanted. On procedure day (post-procedure) the patient had left side hemiparesis (infarct suspect), imaging revealed signs of micro infarcts. 7m post-event both modified rankin scale (mrs) and national institute of health stroke scale (nihs) is 0. The adverse event has causal relationship with procedure and a possible relationship with the subject flow diverter as per cec. The adverse event is recovered/resolved without treatment. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 21805682 to 21805682r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure was completed successfully and there was no surgical delay. There was no medical intervention taken to address the adverse events and there was no treatment given for the ae. Difficulties encountered during procedure that could have contributed to the reported event were microcatheter catherisation to the m2 branch was challenging and the stent opening required some degree of stent manipulation (before final deployment). The patient¿s current condition 7m post-event both mrs & nihss 0. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during right m1-2 bifurcation, saccular aneurysm procedure, subject flow diverting stent was successfully implanted. On procedure day (post-procedure) the patient had left side hemiparesis (infarct suspect), imaging revealed signs of micro infarcts. 7m post-event both modified rankin scale (mrs) and national institute of health stroke scale (nihs) is 0. The adverse event has causal relationship with procedure and a possible relationship with the subject flow diverter as per cec. The adverse event is recovered/resolved without treatment. No additional information available. Update: additional information received on 23-may-2023 stated that microcatheter catherization to the m2 branch was challenging and the stent opening required some degree of stent manipulation (before final deployment) that could have contributed to the reported event.

Event description:
It was reported that during right m1-2 bifurcation, saccular aneurysm procedure, subject flow diverting stent was successfully implanted. On procedure day (post-procedure) the patient had left side hemiparesis (infarct suspect), imaging revealed signs of micro infarcts. 7m post-event both modified rankin scale (mrs) and national institute of health stroke scale (nihs) is 0. The adverse event has causal relationship with procedure and a possible relationship with the subject flow diverter as per cec. The adverse event is recovered/resolved without treatment. No additional information available. Update: additional information received on 23-may-2023 stated that microcatheter catherization to the m2 branch was challenging and the stent opening required some degree of stent manipulation (before final deployment) that could have contributed to the reported event.